Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary: as reported, during a hysterosalpingography and using a cook silicone balloon hysterosalpingography injection catheter, the balloon ruptured. The operator inserted the device into the patient and began injection. The balloon ruptured after injecting 1.3ml of saline. The procedure was completed by using another new device. No adverse effects were reported due to the alleged malfunction. Investigation - evaluation. Reviews of the complaint history, device history record, instructions for use, and quality control procedures of the device were conducted during the investigation. No device was returned for investigation. Accordingly, no physical examinations were performed. A document-based investigation evaluation was performed. No related non-conformances were recorded, and there have been no other reported complaints for this lot number. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. There were no identified gaps in the quality control procedures. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. The device is included with instructions for use which state, "upon removal from the package, inspect the product to ensure no damage has occurred." Based on the available information, cook has concluded that a definitive cause of this incident could not be determined. Cook will continue monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation - evaluation one open package containing a cook silicone balloon hsg catheter was returned for investigation. Visual examination confirmed that the balloon had a large tear present approximately 4mm from the distal tip. Evaluation of the returned device has not changed the original investigation conclusion. Based on the available information, cook has concluded that a definitive cause of this incident could not be determined. Cook will continue monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
PMA/510k #: k180291. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during a hysterosalpingography and using a cook silicone balloon hysterosalpingography injection catheter, the balloon ruptured. The operator inserted the device into the patient and began injection. The balloon ruptured after injecting 1.3ml of saline. The procedure was completed by using another new device. No adverse effects were reported due to the alleged malfunction.